Event description:
This pi for the right knee as reported by the patient:: right knee: (B)(6), 2018: primary right knee stryker implant (B)(6) 2019: revision, right knee, stryker implant - reason unknown possible second revision of the right knee, date to determine -reason unknown- (B)(6) 2023: daughter confirmed that right knee revision will be in 2-3 months. The surgeon would like to minimize the risk of blood clots by waiting to do the revision. Left knee: (B)(6) 2020:primary left knee stryker implant (B)(6), 2022: patient reports pain, a bone scan was performed (B)(6) 2023: dr confirmed that her implants ¿fell apart.¿ left knee revision required, revision scheduled for (B)(6) 2023. Daughter is not sure if that is even possible (implants falling apart) and would like it investigated. (B)(6) 2023 update : daughter confirmed her mother had revision surgery of the left knee on (B)(6) 2023 and she is currently experiencing increased pain since the procedure. Daughter stated her mother's quality life has diminished since the multiple revisions. Update: (B)(6) 2023. Per revision op report, revision was due to aseptic tibial loosening. Only the baseplate and insert were revised update: per op report: patient was revised due to "aseptic loosening of the tibia..."

Manufacturer narrative:
Reported event an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed via medical review. Method & results -product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: this inquiry concerns a 64-year-old female patient who underwent bilateral total knee arthroplasties. This patient underwent a right total knee arthroplasty in june 2018 and required revision for loosening of the tibial component in december 2019. A possible second revision of the right knee is pending and the reason for the revision is unknown. The patient's family states that the right knee revision will be into the three months because the surgeon is waiting in order to minimize the risk of blood clots. I can confirm that the patient had a primary right total knee arthroplasty on june 11, 2018, and then underwent revision surgery of that knee on december 2, 2019. I was able to review the primary and revision operation reports. The patient also underwent a left total knee, arthroplasty, and subsequently also required revision for tibial loosening less than 3 years after surgery. I cannot determine the root cause of these events with certainty. According to the operation reports the tibial components were loose. The causes of loosening of a primary cementless base plate at 18 months and 3 years after the initial procedure are multifactorial including surgical technique, method and efficacy of primary fixation, patient factors such as activity level and bmi and postoperative compliance. Given the information provided, I would not assign any causality to the implant itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed through clinician review. A review of medical records with a clinical consultant indicated "this inquiry concerns a 64-year-old female patient who underwent bilateral total knee arthroplasties. This patient underwent a right total knee arthroplasty in june 2018 and required revision for loosening of the tibial component in december 2019.I can confirm that the patient had a primary right total knee arthroplasty on june 11, 2018, and then underwent revision surgery of that knee on (B)(6), 2019. I wasable to review the primary and revision operation reports. The patient also underwent a left total knee, arthroplasty, and subsequently also required revision for tibial loosening less than 3 years after surgery. I cannot determine the root cause of these events with certainty. According to the operation reports the tibial components were loose. The causes of loosening of a primary cementless base plate at 18 months and 3 years after the initial procedure are multifactorial including surgical technique, method and efficacy of primary fixation, patient factors such as activity level and bmi and postoperative compliance. Given the information provided, I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi for the right knee. As reported by the patient:: right knee: (B)(6) 2018: primary right knee stryker implant (B)(6) 2019: revision, right knee, stryker implant - reason unknown possible second revision of the right knee, date to determine -reason unknown- (B)(6) 2023: daughter confirmed that right knee revision will be in 2-3 months. The surgeon would like to minimize the risk of blood clots by waiting to do the revision. Left knee: (B)(6) 2020:primary left knee stryker implant. (B)(6) 2022: patient reports pain, a bone scan was performed. (B)(6) 2023: dr confirmed that her implants ¿fell apart.¿ left knee revision required, revision scheduled for (B)(6) 2023. Daughter is not sure if that is even possible (implants falling apart) and would like it investigated. (B)(6) 2023 update : daughter confirmed her mother had revision surgery of the left knee on (B)(6) 2023 and she is currently experiencing increased pain since the procedure. Daughter stated her mother's quality life has diminished since the multiple revisions. Update: (B)(6) 2023. Per revision op report, revision was due to aseptic tibial loosening. Only the baseplate and insert were revised update: per op report: patient was revised due to "aseptic loosening of the tibia..."

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was confirmed via medical review. Method & results -product evaluation and results: visual inspection, dimensional, functional and material analysis could not be performed as the device was not returned. -medical records received and evaluation:t his patient underwent a right total knee arthroplasty in (B)(6) 2018 and required revision for loosening of the tibial component in (B)(6) 2019. A possible second revision of the right knee is pending and the reason for the revision is unknown. The patient's family states that the right knee revision will be into the three months because the surgeon is waiting in order to minimize the risk of blood clots. I can confirm that the patient had a primary right total knee arthroplasty on (B)(6) 2018, and then underwent revision surgery of that knee on (B)(6) 2019. I was able to review the primary and revision operation reports. The patient also underwent a left total knee, arthroplasty, and subsequently also required revision for tibial loosening less than 3 years after surgery. I cannot determine the root cause of these events with certainty. According to the operation reports the tibial components were loose. The causes of loosening of a primary cementless base plate at 18 months and 3 years after the initial procedure are multifactorial including surgical technique, method and efficacy of primary fixation, patient factors such as activity level and bmi and postoperative compliance. Given the information provided, I would not assign any causality to the implant itself. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed through clinician review. A review of medical records with a clinical consultant indicated "this patient underwent a right total knee arthroplasty in (B)(6) 2018 and required revision for loosening of the tibial component in (B)(6) 2019. I can confirm that the patient had a primary right total knee arthroplasty on (B)(6) 2018, and then underwent revision surgery of that knee on (B)(6) 2019. I was able to review the primary and revision operation reports. The patient also underwent a left total knee, arthroplasty, and subsequently also required revision for tibial loosening less than 3 years after surgery. I cannot determine the root cause of these events with certainty. According to the operation reports the tibial components were loose. The causes of loosening of a primary cementless base plate at 18 months and 3 years after the initial procedure are multifactorial including surgical technique, method and efficacy of primary fixation, patient factors such as activity level and bmi and postoperative compliance. Given the information provided, I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi for the right knee. As reported by the patient:: right knee: on (B)(6), 2018: primary right knee stryker implant. On (B)(6), 2019: revision, right knee, stryker implant - reason unknown. Possible second revision of the right knee, date to determine -reason unknown- on (B)(6), 2023: daughter confirmed that right knee revision will be in 2-3 months. The surgeon would like to minimize the risk of blood clots by waiting to do the revision. Left knee: on (B)(6), 2020:primary left knee stryker implant. On (B)(6) 2022: patient reports pain, a bone scan was performed. On (B)(6) 2023: dr confirmed that her implants ¿fell apart.¿ left knee revision required, revision scheduled for on (B)(6) 2023. Daughter is not sure if that is even possible (implants falling apart) and would like it investigated. March 15, 2023 update : daughter confirmed her mother had revision surgery of the left knee on (B)(6) 2023 and she is currently experiencing increased pain since the procedure. Daughter stated her mother's quality life has diminished since the multiple revisions.